Manufacturer narrative:
Title: long-term outcomes of roux-en-y gastric bypass or sleeve gastrectomy in patients with cirrhosis; before, during or after liver transplantation: a single center's experience. Source: clinical transplantation. 2021;35:e14374. Accepted: 16 may 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed between april 2013 and september 2016, ten cirrhotic patients (groups a) underwent bariatric (bs) while on the waiting list for transplant, three cirrhotic patients (groups b) underwent concurrent liver transplant (lt) and an open sleeve gastrectomy (sg), and another five patients (groups c) underwent bs after lt (56 months from lt). For group a, one patient had post-laparoscopic sleeve gastrectomy staple line leakage and was admitted a few days after the surgery and treated with percutaneous drainage. For group c, one patient who underwent laparoscopic roux-en-y gastric bypass (lrygb) had early gastro-jejunal anastomotic leakage and underwent reoperation for drainage and recovered. One patient sustained bleeding of a marginal ulcer one year after undergoing bs and was successfully treated endoscopically.